Event description:
The device was returned to the manufacturer with no add'l info. The pt was listed as expired in device registration system. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Final device analysis revealed that the implantable neurostimulator was functionally ok - no anomaly found. Final device analysis of the extension showed no significant anomalies. The extension was ok, but cut through (suspected explant damage).